Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - renal impairment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient's "receiver" and mobile both showed cgm 79 mg/dl sometime after the sensor was put on the arm. The child uses insulet omnipod5 in modified closed loop. No mention if the child had symptoms or whether a bg was checked. The parent gave carbohydrate. Sometime later, the cgm was 101 mg/dl and the patient had vomiting and weakness. The parent did not check the reading using a bg meter that time and decided to bring her to the emergency department (ed). When they got into the hospital the doctor did check her reading using bg meter and it was reading 202mg/dl, and the dexcom was reading 150mg/dl. The doctor decided to give her insulin (IV) to treat the high reading and since she was continuously vomiting. Blood testing reportedly showed dka and ckd. The patient was discharged on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.